Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: a photo was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo provided it as observed an arthroscopy image in which it was noted that one of the suture is frayed, the sutures appear to be tensioned. A manufacturing record evaluation was performed for the finished device lot number: 136l761, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive tension could have been applied to the suture and consequently fraying. As per IFU-100191 apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a rotator cuff repair procedure on (B)(6) /2023, it was observed that the suture on the 4.5 healix advance br 3 suture anchor w/ orthocord device was fraying. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.